Manufacturer narrative:
Symptoms at initial presentation: elevated plasma-free hemoglobin (pfh) or serum lactate dehydrogenase (ldh). Abnormal pump parameters. First: 3rd harmony, no elevated energy consumption. Later: fhb 87. Anticoagulation was described as controlled. Known risk factors for thrombus-hit type ii, thromboembolic event left leg after lvad implantation 04/2015, chronic driveline infection. One (1) controller ((B)(4)) was returned for analysis. Various analyses were conducted in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. Controller ((B)(4)) failed functional testing due to electronic components that were found damaged during internal visual inspection. This damage also affected the functionality of the controller's real time clock. The most likely root cause of the failure was due to an undesired voltage spike on the data lines of the controller, which likely contributed to the event. The controller also failed visual examination due to a damaged pin within power port 2. The most likely root cause of this failure was due to an improper handling of the controller, as stated in the event details. The confirmed malfunctions are related to the overall reported event the most likely root cause of the reported loss of controller power was due to an undesired voltage spike on the data lines of the controller. The most likely root cause of the bent pin in the controller power port and the failure of the cac adapter can be attributed to an improper handling of the devices. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02267, and 3007042319-2015-02268) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. *this is one of two reports (3007042319-2015-02267, and 02268) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the "patient arrived at the hospital as emergency." The patient called the hospital on the (B)(6) 2015, to report that he had "high priority alarms, definitely no power-off alarm and no information regarding the cause of the alarm." The patient stated "the backup controller could not be found." The patient was transported to the hospital by ambulance, where "the doctor found the backup controller and changed the controller out." "Complete pump stop was approximate 1 hour (time of the log files is correct- it was checked with the plausibility of the time of the download - the summer time was not programmed, so 1 hour difference to the time of the events)." Upon visual inspection it was noted that the "power port two is mechanically damaged (bended pins)." "It is obvious that this happened because the patient failed with the interpretation of the alarms and tried to change the power sources." "Abnormalities of the controller (checked on the mock loop): with one connected battery, pump in the mock loop did not start." "Only with ac-adapter connected to power port 1 the pump started and kept running." "But the status led of port 1 and the led for the connection of the ac-adapter did not light up." "All saved data (data-/alarm-/event-file) had time stamp irregularities." "It is obvious that this timestamp does not make sense." "However the internal clock does not run anymore." "Retrospectively there is a power up in the log files (B)(6) 2015 when the controller is connected to the ac-adapter." "A defective contact was seen on the controller, localized at the cable near the controller-plug." Controller and cac adapter were exchanged. No additional information provided. Investigation is ongoing.